Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. It was stated that customer forgot to bolus last night and has been running over 600 mg/dl. Customer's blood glucose value was 439 mg/dl and current blood glucose was 478 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated by eating a lot of salad and drank a lot of water. Customer will not return device for analysis.